Event description:
Boston scientific received information that the patient with this device son contacted technical services per email. Reportedly, this device implanted approximately five and one-half years was not functioning appropriately, has increased heart dysfunction behavior and abruptly malfunctioned. In addition, lead impedance measurements were greater than 2500 ohms. It is unknown whether the lead is a boston scientific lead. The caller was referred to the patient's physician. No adverse patient symptoms were reported.

Manufacturer narrative:
This is the information known at this time. Should additional information become available, this event will be updated.